Manufacturer narrative:
The investigation is pending. A supplemental report with the results of the investigation will be submitted upon completion.

Event description:
A patient underwent an open spinal procedure at levels l4-s1 on (B)(6) 2025. The screws were then successfully replaced under fluroscopy.